Manufacturer narrative:
Adverse event, date of event, implant date: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effect of death is listed in the herculink elite instruction for use as a known potential patients effect associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached titled: ¿herculink elite post market clinical follow-up report". The additional adverse patient effects referenced are being filed under a separate medwatch report#.

Event description:
It was reported through a research article identifying herculink elite stents that may be related to the following: death, target lesion dissection, unplanned amputation, occlusion, intervention re-treatment, and surgical re-treatment. Details are listed in the attached article, titled ¿herculink elite post market clinical follow-up report".